Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted no stored related events. Functional tests included delivery accuracy testing. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications confirming the field observation. The pump's expulsor was trimmed in order to bring the delivery into more nominal of a range. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's expulsor.

Event description:
Information was received indicating that this ambulatory infusion pump over delivered by +6.3%. It was not specified whether or not this occurred during infusion. No adverse patient effects were reported.